Manufacturer narrative:
There was no product malfunction. Alarm logs and configuration settings were reviewed by a philips clinician, which showed that the device had alarmed and had provided alarm reminders, and also that the alarms had been silenced. The customer also indicated that their monitors were configured as alarm reminder "yes", and found that after a red alarm is silenced, it will generate six beeps, then stops. Per the IFU, "if alarm reminder is configured on for your monitor, you will get an audible reminder of alarm conditions that remain active after you have acknowledged the alarm. This reminder may take the form of a repetition of the alarm tone for a limited time, or an unlimited repetition of the alarm tone (this is the same as a new alarm)." The reminders on the alarm log were found to have occurred every two minutes, which was verified to be the correct delay, based on the configuration settings. The customer has changed the alarm reminder to ¿re-alarm" so users will recognize the alarms. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer was told by the nurses, that there was no alarm at the central station or the bedside monitors. No treatment information was provided by the customer; it is unknown if there was a delay in treating the patient. The patient did have an extensive cardiac history with poor cardiac function; the patient also had other co-morbidities. The patient died on (B)(6) 2017.